Event description:
A facility reported that during x-rays control on (B)(6) 2022, the hakim valve seemed to be broken and was removed on (B)(6) 2022. The valve was initially implanted in 2009.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - lot cjjb93, conformed to the specifications when released to stock failure analysis - the valve was visually inspected; the stator was dislodged a crack in the valve casing was also noted. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and bump mark were noted in the valve casing, the spring was bent due to the hard knock, no corrosion was noted on the stator. The cam magnets were controlled; the magnets passed. The root cause for the issue reported by the customer is due to the valve receiving a hard knock causing a crack and bump marks in the valve casing a bent spring and dislodged stator.